Manufacturer narrative:
The reported event of failure to sense was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to sense. The lead was not used and replaced. The patient was in stable condition.